Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were transporting a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. Sections a1, a2, a3, and a4 have been updated. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were transporting a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control verified the reported issue by reviewing the device's electronic records from the event; however, the reported issue could not be duplicated during testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was not determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were transporting a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.